Manufacturer narrative:
(B)(4). The reported condition was not confirmed and the cause was not identified.

Event description:
This is a report of a home patient (hp) whose transfer set became loose and subsequently developed peritonitis, during use. The patient was not hospitalized and was reported to have recovered. Follow up was done to obtain additional information about the transfer set (product code and lot number). The nurse stated the transfer set was changed and the old one had been discarded. The lot number and product code were unknown.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore, a batch review cannot be conducted. The sample was reported to have been discarded. Should additional information become available, a follow up MDR will be sent.